Event description:
The device was used during a lobectomy. Rep0rtedly, there was a cracking sound from the device. The device was fired and the staples did not form properly. Used another device to finish the procedure. No pt injury was reported.